Manufacturer narrative:
The customer reported an increase rate of positive results. It was reported a 90% positivity rate on 90 patients had occurred. A field service associate from lumiradx visited the lab to help investigate. Root cause determination: lumiradx field service associates visited the site and determined the root cause to be amplicon contamination and laboratory technicians not following the instructions for use. Environmental testing was performed and found amplicon contamination. Internal control was not being kept cool when prepping the plate, and the IFU was not being followed. Samples with high positivity were not reported to patients but were retested after decontamination of the lab and guidance on the importance of following the instructions for use. Investigation conclusion and status of investigation: the investigation showed lab contamination and laboratory technicians not following the IFU properly. No results were reported to patients no further investigation is considered necessary at this time. The lot of kits continues to meet product claims. Trends of discrepant results will be trended and reviewed with action taken as appropriate in response to any adverse trends or events.

Event description:
Higher than normal positive results were reported by customer.